Event description:
On 3/20/92 nursing was making their routine rounds to check ceach patients' ventilator. It wazs noted aththis time that a bear cub ventilator being used for a patient withthe diagnosis of bpd, oxygen dependent and tracheostomy was not operating. The alarms were not operating and the lights to the ventilator were off. The opatient was also on a neclor pulse oximeter at the time and her oxygen saturation rates were in the 90's indicating that the malfunction had just occurred. Nursing began to ambuu the child without any adverse effects and respiratory therapy was notified about the ventilator.. The first therapist checked the ventilattor and could not get it working. The director of the department was then notified. He reset the circuit breakers on the ventilator and then turned trhe machine back on. At this time the ventilator started working. This particular ventilator was returned to the distributor that rents ventiltors to the hospital and a replacement was obtained. There was no adverse effects to the patient and their has been no problem with the replacement ventilatorinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, inserviced by biomedical engineering dept. Staff. The device was not destroyed/disposed of.